Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h6(type of investigation), h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. The fse tested the ECG cable and the iabp unit for over an hour which worked normally. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Patient height 170 cm.

Event description:
It was reported that during patient use, the system 98xt intra-aortic balloon pump (iabp) failed to show ECG signal when operating the machine. It was also reported that after switching to a cardiosave iabp unit, the same issue occurred. No patient harm, serious injury or adverse event was reported.